Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via an advanced evaluation trial patient regarding an external neurostimulator (ens). Patient feels like they are retaining urine, but they aren't sure. Two days later, patient reported that they really have to strain in order to empty out their bladder. They voided five times in a 24 hour time frame with a total of 300-500. They also reported not feeling stimulation so assistance was given to increase stimulation to 1.0v where they felt it in their penis. They said they were doing okay until now. On (B)(6) 2017, patient is having to strain to void and reports voiding 300-700. They are feeling stimulation. The healthcare provider (hcp) responded to a letter. Ens serial number is unknown and the hcp provided the patient's weight at the time of the event. No further patient complications have been reported as a result of this event.